Event description:
Some bristles come off the brush and remained in the vagina. Physician had to remove the particles.

Manufacturer narrative:
The papette was not returned to coopersurgical for evaluation. A query of our complaint database revealed no similar complaints or any type of product trend. Should this product be returned to coopersurgical at a later date, we will provide a device evaluation follow up to FDA. (B)(4).